Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a calcified lesion in the left anterior descending (lad) artery. The 2.5x15mm nc trek balloon dilatation catheter (bdc) was used in the procedure; however, the balloon ruptured. The bdc became stuck with the wire and the tip of the balloon became torn. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott balloon was used to continue the procedure. No additional information was provided.

Event description:
Subsequent to the initial report being filed, it was reported that the balloon dilatation catheter (bdc) met with resistance during initial advancement with the guide wire (gw) outside the patient anatomy. Therefore, the bdc was removed from the gw and the bdc and the gw were noted to be stuck together. Force was applied to free the bdc; however, part of the balloon remained stuck to the gw. A blade was used outside the patient to remove the part of the balloon that was stuck to the gw. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the nc trek neo bdc experienced resistance with the guide wire during advancement and removal as a result of the contrast that remained on the guide wire. Force was applied against the noted resistance and the balloon separated onto the guide wire. It should be noted that the coronary dilatation catheters (cdc), nc trek neo, instructions for use stated: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Force was applied against the noted resistance and the balloon separated onto the guide wire. Based on the information received, the investigation determined that the reported difficulty advancing and removing the device from the guide wire appears to be related to operational context; however, the reported separation appears to be related to user error/operational context. It was reported by the account that the balloon dilatation catheter (bdc) experienced resistance with the guide wire during advancement and removal as a result of the contrast that remained on the guide wire. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.